Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited right atrial (ra) noise which had the appearance of respiratory rate trend (rrt) signal oversensing. The noise was not being sensed by the device. Technical services (ts) discussed programming options. There were no out of range lead measurements. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event. -- upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited right atrial (ra) noise which had the appearance of respiratory rate trend (rrt) signal oversensing. The noise was not being sensed by the device. Technical services (ts) discussed programming options. There were no out of range lead measurements. No adverse patient effects were reported. The device remains in service. Additional information received reported that this implantable cardioverter defibrillator (ICD) was returned for analysis with no recent allegations. No additional adverse patient effects were reported.